Event description:
A gia 100 misfired, stapling only 3/4 of the horizontal staple line. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working), device malfunction - that is, the device did not do what it was supposed to do.